Event description:
Subcontracted service engineer injured themselves while repairing device. Since the device processes biological samples, including human blood, and potential for infection is evident. Event was a user error as subcontracted engineer had not been fully trained by contact service group and did not take necessary precautions while performing service function. No machine malfunction or action caused injury. The service engineer has been provided with ongoing precautionary medical treatment and evaluation.